Manufacturer narrative:
Manufacturer¿s investigation conclusion: the centrimag 2nd generation primary console (serial number unknown) was evaluated following the reported event of the motor displaying a disconnect fault. The reported motor fault alarm has been addressed under the centrimag motor investigation. The console was not returned for analysis. Information provided by the account stated that the service engineer confirmed the primary issue was with the motor. The reported event could not be correlated to an issue with the centrimag console. Device history records could not be reviewed due to the serial number of the console being unknown. The 2nd generation centrimag system operating manual (rev. L) section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (rev. L) section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual (rev. L) section 12.1 entitled "appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including motor-related alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during preventative maintenance testing, the centrimag motor repeatedly displayed disconnect fault although the motor could be seen powering up. The staff was informed, and the motor was segregated. There was an audible beep and a displayed alarm message.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.